Event description:
I took at ellume test and got a positive result. It seemed unlikely (I took it b/c I'd been traveling and was going to be with several other people over the weekend and wanted to be cautious). My husband took a binax test, and it was negative. We had traveled together so it seemed like we had the same exposure. I took a binax test, and it was negative. The next morning, I went to have a pcr test. It was negative. So I think my ellume test gave a false positive. I heard about the recall on (B)(6) this morning. I went to the website. My analyzer # did not come up as one of the problem tests. I called ellume to say I wanted to report my experience because it's possible there are other problem tests out there. The phone rep thanked me. Then he asked for my name, which I gave. Then he went to hang up and I asked if he wanted the analyzer and lot number. He said sure. I gave them. He said thanks and we hung up. He didn't repeat them back. I get the sense they aren't taking this seriously. I spent (B)(6) to get a quick pcr reading so I didn't have to cancel my family weekend, so I am annoyed. I'll attach an image with the info about my test kit. FDA safety report ID# (B)(4).